Event description:
A pt reported meter blood glucose results were 85mg/dl, 83mg/dl and 38mg/dl in back to back tests. All blood samples were taken from the same finger, a practice advised against by MFR. Lfs rep reviewed quality control procedures with pt. No symptoms were reported. No allegations of harm have been made.